Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device clinic received a carelink transmission reporting the patient had received two shocks on (B)(6)-2010. It was later reported the patient had died on (B)(6)-2010. The physician "wondered" if there was noise on the egm. After review of the egm, the manufacturer's representative reported the patient received appropriate shocks. Based on follow-up with the physician's nurse, the patient had been "very sick" and was being followed regularly by the heart failure clinic, last seen three months prior to death, and was on a transplant list. The death certificate listed the immediate cause of death as heart failure. There is no allegation from a health care professional that the death was device related.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that on (B)(6) 2010 the device recorded oversensing, multiple short v-v sensed events of < 220 ms (six episodes of non-sustained tachycardias).